Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly a 7000tfx, 25mm was explanted at implant due to leaflets would not coapt. No additional information was provided at this time. (B) (6) 2010 request for information response from sales rep. Indicates surgeon reported there was no good coaptation upon assessment of the implant (prior to performing the echo). Based on that assessment, they decided to explant upon implant..

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.5 months. On (B) (6) 2010 (through follow-up with the health-care provider), it was learned that cause of death was sepsis with refractory shock.

Manufacturer narrative:
Refractory shock. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. The patient also had another valve implanted. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process.